Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: corrected catalog number from 5c8310 to 5c8310r. The reported event was unknown; however, a system error 2046 was identified during a review of the event history log. A sample evaluation was performed. Visual inspection found no physical damage. Functional testing verified the system error 2046. The cause of the condition was determined to be a defective pump. To correct the condition, the pump was replaced. Should additional relevant information become available, a supplemental report will be submitted.